Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a critical error alarm. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and pump error 35 noted in history download due to moisture damage on the force sensor. The motor and the electronic assembly also had moisture damage. The insulin pump had a scratched case and a pillowing keypad overlay.